Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a significant bend of <90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, when the catheter was advanced into the lesion, it was noted that the stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported.